Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) display is not working properly, there are random lines on the screen. There was no patient involvement reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) display is not working properly, there are random lines on the screen. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, replaced pcb, dc to ac inverter. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part ac dc inverter with a reported unit failure of a flickering display. The failure analysis and testing dept. Installed part ac dc inverter into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual part. The board passed the display tests in diagnostics. After an extended run- in time (4 hours) the fat dept. Could not replicate the complaint of a flickering display. The board passed testing. Retaining the part in the fat dept. Per procedure.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, replaced pcb, dc to ac inverter (0671-00-0230). Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. The failure analysis and testing dept. Received part number 0671-00-0230 ac dc inverter serial number n/a with a reported unit failure of a flickering display. The failure analysis and testing dept. Installed part number 0671-00-0230 ac dc inverter serial number n/a into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The board passed the display tests in diagnostics. After an extended run- in time (4 hours) the fat dept. Could not replicate the complaint of a flickering display. The board passed testing. Retaining the part in the fat dept. Per procedure number 0002-07-d008 rev.ar.